Manufacturer narrative:
Unit was received with a blank display, problem isolated electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify failed battery test alarm due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had problems with the battery charge. The customer stated that they changed cup but problem persist. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.